Event description:
It was reported by the rep that during an unknown procedure the device was fired and the case was completed successfully. There was no patient consequence at that time. Three days later the clips fell off. The patient came back with a fever and said that she didn't feel well. They ran some tests to see if there was any infection. The patient had a laparoscopic procedure. No clips were seen. The patient was cleaned out and additional clips were applied. The patient stayed in the hospital for two weeks and spent an unknown amount of that time in shock trauma. She has since been discharged. The first surgery was in 2008.

Manufacturer narrative:
Date sent: 03/12/2009. Information is unavailable; device was not returned for evaluation.